Event description:
Prior to a hemi colectomy procedure, the generator moves through its start up test with no issue. The instrument is then attached and tested with no issue. When the device is then activated the generator gives two seconds of error tone, and then appears to activate correctly. There was no reported patient consequence.